Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis manifested by not feeling well. The break in aseptic technique was further described as the patient reusing equipment, using the family towel to wipe and not wearing a mask. The patient was not hospitalized for the event. On an unreported date, the patient was treated with injection vancomycin (intraperitoneally, loading dose 2 grams- followed by 1 gram each/ once in two weeks) for peritonitis. The treatment with vancomycin therapy was ongoing. The patient was retrained on proper aseptic technique and was recovering from the peritonitis event. At the time of this report, dianeal ultrabag therapy was ongoing. No additional information is available.